Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6; part no: 323.053, lot no.: l675958, manufacturing location: hägendorf, release to warehouse date: 16. Jan. 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cent-sleeve 6/5 f/philos aim the device was slightly deformed, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of cent-sleeve 6/5 f/philos aim in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cent-sleeve 6/5 f/philos aim-device. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: bohrburchse 6/5*4.7. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the right proximal humeral fracture with the sleeve in question. When the surgeon tried to fix the screw throughout the guiding block, the sleeve was deformed. The surgeon used another sleeve, but the sleeve was deformed, too. The surgeon used other instruments and the surgery was completed successfully without any surgical delay. No further information is available. Concomitant devices reported: unknown guiding block (part# unknown, lot# unknown, quantity 1). Unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) 3.5mm locking screw sleeve. This report is 1 of 2 of (B)(4).